Event description:
Information was received from a patient regarding their neurostimulator implanted for non-malignant pain and complex reg pain syndrome type ii. The patient reported that the charger was showing a picture of doctor early replacement indicator (eri) behind it. The patient noticed the eri on (B)(6) 2016 and reported that they "hurt so bad". They were getting all 8 coupling bars and charged for 9 hours during sleep but there was no charge. The patient's doctor retired and the issue remains unresolved. Additional information has been requested to obtain this information but was not available at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.